Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). One used 72303 sample from lot 10106248 was received for investigation. A visual inspection noted that the set had disconnected at the joint below the accuslide component, confirming the customer's experience. The edges of the disconnected tubing were not clean/straight edges and a short section of tubing was still visible inside the accuslide joint. There was evidence of excessive solvent applied to the component. The customer's experience was confirmed; however, the root cause of the tubing disconnection below the accuslide component could not be determined. No manufacturing defect could be identified that could have contributed to this failure mode.

Event description:
The user reported that during an infusion, a leak near the accuslide flow regulator was noticed, but it was not detected by the pump. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No medical intervention was required.